Event description:
It was reported that the power cord would not connect due to bent and missing prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.